Event description:
It was reported that during insertion of the iab, the balloon unwrapped and the iab could not be fully advanced. The iab was removed and replaced. The pt expired of causes unrelated to this incident.